Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. No troubleshooting on the insulin pump could be performed since the customer and the customer's mother both called without having the pump with them. The customer stated that they replaced the battery multiple times. The customer's mother was not happy and just wanted a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display due to faulty. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.